Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investgiation. Through visual inspection, damaged is observed on the edge of the barrel, verifying the reported incident. A device history review was performed for the reported lot 2310036, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to this incident were identified. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, based on the damage observed it was determined it likely occurred due to the product getting trapped within the equipment between the injector and assembler. To date, there have been no other similar events reported for this lot. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
After disconnecting a syringe, I discovered that an edge of the 50 cc syringe was loose/a piece of it was shaved off.